Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 09/24/2015 with the following findings: on investigation, the pump powered up to a dim and discolored verify screen. No physical damages were found with the pump housing. The auditory and vibratory features were operational. No tactile issues were found with the keypad buttons. (B)(6).

Event description:
The pump was returned for investigation. Investigation found that the display was discolored. This report is made based on the results of investigation completed on 09/24/2015.